Event description:
Kimberly-clark received a report from the (B)(6) stating, "incident occurred during surgery, radiologist attempted to pass guidewire through tube. It would not advance further than the balloon. Both ports attempted and several guidewires used. Patient had to be fitted with a mic jejunostomy tube instead, will require additional surgery to place tj tube once replacement arrives." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for analysis, therefore no root cause can be determined for the reported event. Review of complaints received by kimberly-clark identified no similar complaints reporting the inability to advance a guidewire through the feeding tube. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.